Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's device showed error code 6 upon interrogation indicating the current was disabled. Therapy was re-enabled during the office visit, and the patient began coughing with the stimulation, likely indicting that the stimulation has been off for some time. The patient was titrated successfully. DHR review for the m1000 generator performed. The generator passed final functional and quality specifications prior to release for distribution. The generator was confirmed to have been manufactured with the new gc5 firmware. No other relevant information has been received to date.

Event description:
Internal generator data was received and reviewed.

Manufacturer narrative:
H6 investigation conclusions, corrected data: initial report inadvertently used code d14 instead of d01.